Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was in for a routine follow up. A CT noted that the device has migrated resulting in a type I endoleak. The aneurysm has gone from 5 cm to 5.5 cm in diameter. The device migrated 4.5 cm. The cause of the migration is due to neck remodeling. The physician treated the patient with two endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).